Manufacturer narrative:
(B)(4).

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with a failure code 810:11. During service at baxter, the ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. The event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
A customer observed imprecise and lower than expected vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number twelve of twelve MDR's for this event. Twelve 3500a forms are being submitted for this event as twelve devices were involved. (B)(4).